Event description:
Boston scientific received information that the patient¿s system (right ventricular (rv) lead and pacemaker) exhibited high, out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2500 ohms and lead safety switch (lss) being tripped to unipolar mode. Subsequently, the system had loss of capture (loc) and no intrinsic amplitude noted. This patient was also complaining of feeling tired. The physician had ordered a chest x-ray for this patient. A surgical procedure was performed where the patient¿s system was explanted and replaced. Additional information received that the cause of the observation was due to a lead insulation issue which was determined through an x-ray. The rv lead and the pacemaker is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.